Event description:
It was reported that unspecified bd¿ cathena IV had a safety mechanism failure. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported cathena IV that did not shield/safety properly. Verbatim: reported another cathena IV that did not shield/safety properly to me today, and it happened this morning. They do not remember what gauge size it was and did not save the device, but said it was a 20 or 18 because that¿s all she ever uses. After speaking with then nurse, she did not ¿break the seal¿ and it was not difficult to advance the catheter, so I¿m not sure how it broke away from the IV, however the white piece that holds the IV was stuck inside of the housing of the clear piece.

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to not be activated. Lot number is unavailable and hence unable to review the device history record. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown the customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ cathena IV had a safety mechanism failure. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported cathena IV that did not shield/safety properly. Verbatim: reported another cathena IV that did not shield/safety properly to me today, and it happened this morning. They do not remember what gauge size it was and did not save the device, but said it was a 20 or 18 because that¿s all she ever uses. After speaking with then nurse, she did not ¿break the seal¿ and it was not difficult to advance the catheter, so I¿m not sure how it broke away from the IV, however the white piece that holds the IV was stuck inside of the housing of the clear piece.